Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blood glucose reading but they did not hear it. Blood glucose reading was 42 mg/dl, treated with food. Customer was asleep at the time of the incident. The customer stated that they wanted to get the insulin pump out of auto mode. The customer stated that they have been having to many lows fir the last five weeks. The customer stated that they over treated their high blood glucose which is what gave them their low. The pump will not be returned for analysis.